Event description:
The patient reported that she noticed a crack in the pump casing three years ago. She said she had been trying to secure the battery cap to the pump since that time using glue and bands. She said she also tried to stretch out the four contacts on the battery cap to help the pump continue to work. She continued to wear the pump and said it had been powering off many times over the past three years due to the issue. She said most recently it powered off on (B)(6) 2011 and the patient ended up in the hospital. She said her blood glucose levels went up to 600 mg/dl with nausea, but no other symptoms or ketones when the pump powered off. The patient was treated at home with manual injections of insulin and went to the emergency room. She was admitted to the ER on (B)(6) and remained in the hospital with an insulin drip.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed a crack at the battery compartment threads. The display screen was blank. A test screen was inserted and functioned properly, finding no problem with the pcb. The patient continued to use the pump after discovering the crack in the housing and tried altering the battery cap and pump housing to secure the battery cap. The owner's booklet states, "cracks, chips or damage to your pump may impact the battery contact and/or the waterproof feature of your pump." Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.